Event description:
It was reported that the patient was at court and her stimulation stopped the day of the report. The patient was unable to charge due to broken recharging equipment. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger. (B)(4).